Manufacturer narrative:
The insulin pump was received with an intermittent button response due to the corroded keypad traces. There was no button error alarm during testing. The pump passed the displacement test. The motor error alarm occurred during the basic occlusion test due to a loose/flush drive support disk. The motor was tested outside of the device and passed. The pump was received with a minor scratched lcd window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The alarm occurred several times and customer had high blood glucose. Customer's blood glucose was 300 mg/dl. Customer didn't use their back-up plan. The pump was not exposed to an electromagnetic field. Caller didn't remember a motor position encoder error alarm. Customer is able to rewind the pump and a set was inserted yesterday. Customer had a motor error alarm 3 times in the last few days in the alarm history. Customer also had a few button error alarms.